Event description:
It was reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tubes had insufficient vacuum and that after opening the cover and closing it again, the cover will come loose. Verbatim: ¿insufficient vacuum. After opening the cover and closing it again, the cover will come loose¿.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for stopper pop off and underfill with the incident lot was not observed. The video shows a hemogard closure assembly being taken off the tube and then put back on but does not appear that the hemogard closure assembly is being placed back on the tube as recommended by the IFU (instructions for use) for the vacutainer product. Replace closure over tube. Twist and push down firmly until stopper is fully reseated. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off and underfill as all samples met specifications. The 90 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits with no loose hemogard closure assemblies being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.